Manufacturer narrative:
Concomitant medical devices: 556853 lead, 419388 lead, implanted (B)(6) 2005.

Event description:
It was reported that an alert triggered on the right ventricular (rv) lead for noise. It was also reported the lead had exhibited intermittent double counting during episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.